Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) 4.5 cm cuff removed and replaced with a 4.0 cm cuff. It was noted that this patient was previously implanted with his aus 1.5 years prior.